Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable was excessive force. The device failure did not cause or contribute to the patient's death, as the lifevest was deactivated prior to the patient passing.

Event description:
During servicing of an electrode belt that was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming functionality testing. The device failure did not cause or contribute to the patient's death, as the lifevest was deactivated prior to the patient passing.